Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, asthma, obstructive sleep apnea syndrome, obesity, hepatic vein thrombosis, allergic reaction to analgesics, hemorrhoids, hip bursitis and hip dysplasia. Denies sti history. Concomitant products included fluticasone propionate (flonase), fluticasone propionate (flovent hfa), montelukast sodium (singulair), naproxen (naprosyn), omeprazole magnesium (prilosec), salbutamol sulfate (albuterol sulfate) and salbutamol sulfate (proventil hfa). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion / migration"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psychological or psychiatric problems condition / psych injury"), rash ("rashes or skin conditions"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female") and dermatitis allergic ("allergy: rash/skin condition"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, device expulsion, vaginal haemorrhage, menorrhagia, psychological trauma, rash, abdominal pain, pelvic pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed, the delivery wire was retracted and 1 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 2 coils noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received: this case become incident. Event injury was updated as abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), perforation (fallopian tube), pain (pelvic/abdominal), migration of essure device location of device: expulsion, psychological or psychiatric problems condition:, rashes or skin conditions type, general abnormal bleeding and allergy: rash/skin condition. Concomitant drug added. Medical history added. Lab data added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, asthma, obstructive sleep apnea syndrome, obesity, hepatic vein thrombosis, allergic reaction to analgesics, hemorrhoids, hip bursitis and hip dysplasia. Denies sti history. Concurrent conditions included uterine fibroid. Concomitant products included fluticasone propionate (flonase), fluticasone propionate (flovent hfa), montelukast sodium (singulair), naproxen (naprosyn), omeprazole magnesium (prilosec), salbutamol sulfate (albuterol sulfate) and salbutamol sulfate (proventil hfa). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion / migration"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psychological or psychiatric problems condition / psych injury"), rash ("rashes or skin conditions"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, device expulsion, vaginal haemorrhage, menorrhagia, psychological trauma, rash, abdominal pain, pelvic pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed, the delivery wire was retracted and 1 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 2 coils noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: device removed, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, asthma, obstructive sleep apnea syndrome, obesity, hepatic vein thrombosis, allergic reaction to analgesics, hemorrhoids, hip bursitis and hip dysplasia. Denies sti history. Concurrent conditions included uterine fibroid. Concomitant products included fluticasone propionate (flonase), fluticasone propionate (flovent hfa), montelukast sodium (singulair), naproxen (naprosyn), omeprazole magnesium (prilosec), salbutamol sulfate (albuterol sulfate) and salbutamol sulfate (proventil hfa). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion / migration"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psychological or psychiatric problems condition / psych injury"), rash ("rashes or skin conditions"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, device expulsion, vaginal haemorrhage, menorrhagia, psychological trauma, rash, abdominal pain, pelvic pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash and vaginal haemorrhage to be related to essure. The reporter commented: the outer coil was deployed, the delivery wire was retracted and 1 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 2 coils noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.